Event description:
The reporter indicated that 13.2 vticm5 13.2 implantable collamer lens of -10.0/2.5/113 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged for a longer length lens due to low vault with rotation. The problem was resolved. Cause reported as device. "Excessive low vault associated to lens rotation."

Manufacturer narrative:
(B)(4).